Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in the hospital and also a nursing home following an unspecified event. The patient had become "disabled," with "pain and agony," and also had to self-catheterize. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.